Manufacturer narrative:
Date of implant was updated with the correct date.

Event description:
Additional information received indicates that surgical intervention took place on 17 july 2020 wherein the entire system was explanted.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. At receipt, the ipg did not communicate with a lab ppg due to a depleted battery. The cause of the depleted battery was due to lack of patient charging. Once the ipg battery was recovered, it communicated with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest).the stimulation outputs were monitored with an oscilloscope using patient settings for about two hours. The output signals did not deviate from the expected levels.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21952. Related manufacturer reference number: 1627487-2020-21953. Related manufacturer reference number: 1627487-2020-21954. Related manufacturer reference number: 1627487-2020-21955. Related manufacturer reference number: 1627487-2020-21956. It was reported that the patient experienced ineffective therapy and stopped using the system. Patient does not prefer any troubleshooting performed. In turn, surgical intervention may take place at a later date to address the issue.